Event description:
Per mermaid medical complaint (case #: (B)(4)).nature of complaint: the lever doesn´t move from open to close.

Manufacturer narrative:
Follow-up narrative: this report was initially submitted stating that the device was difficult to operate. Upon further investigation, there was nothing wrong with this product. The lever was a bit tight to turn, but they operated accordingly, and the snare functioned as specified.

Manufacturer narrative:
Device was evaluated, and it was found that the outer cannula had been crushed. It looks to have been crushed during the grinding operation of the point. The grippers that are used during the operation grasped the cannula incorrectly, and crushed the tube. Current process has been reviewed, and there is nothing in process that has this defect.